Event description:
It was reported that the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g was unable or difficult to prime during use. The following information was provided by the initial reporter: material no: 320119, batch no: 9079908. Verbatim: spouse reported, no insulin flow when priming. Incident date: (B)(6) 2019. Lot: 9079908. Expiration date: 2024-03-31. Item: 320119.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g was unable or difficult to prime during use. The following information was provided by the initial reporter: material no: 320119, batch no: 9079908. Verbatim: spouse reported, no insulin flow when priming. Incident date: (B)(6) 2019. Lot: 9079908. Expiration date: 2024-03-31. Item: 320119

Manufacturer narrative:
H.6. Investigation summary: customer returned one (1) used 31g x 5mm bd pen needle without a tear drop label attached. Consumer reported, no insulin flow when priming. The one returned pen needle was examined, then tested for flow using a test pen injector: the pen needle was able to expel properly, and no issues were observed. No evidence of manufacturing defect was observed, therefore, the alleged defect could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g was unable or difficult to prime during use. The following information was provided by the initial reporter: material no: 320119, batch no: 9079908. Verbatim: spouse reported, no insulin flow when priming. Incident date, (B)(6) 2019, lot: 9079908, expiration date: 2024-03-31, item: 320119.